Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when the patient periodically goes through the security gates at stores, she feels a shock go up against her leg. The patient spoke to her hcp about it, who said that should not happen. The patient confirmed that the issue was very temporary and resolves within a short period of time. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the patient reported the urine frequency issue got much better but it had not completely resolved and they had to take medication for overactive bladder even after the surgery. To resolve the strong stimulation issue, the patient stated that they will try not to sit too long and will deal with the issue. Additional information was received from the patient on (B)(6) 2017. It was reported that the patient was traveling and wanted to know how to turn the implant on/off because last time they flew, it wasn't a great experience. The patient also reported that she still had discomfort when she bent down, when she did yoga, and slow exercises were much harder. It was noted that the patient had a very long recovery after the implant surgery, had bad pain, she couldn't walk to the bathroom, and she still had pain in the vaginal area. More than 50% of symptom relief was received but the patient still had frequency. Lastly, the patient reported that she met with her healthcare professional (hcp) in (B)(6) of 2017 and she was put on oxybutynin medication but the side effects made her thirsty. Troubleshooting resolved the issue by the patient syncing the programmer to the implant; the programmer showed that the implant was on program 3 at 3.7v and the therapy was turned on. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event (B)(6) 2016 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient did not really feel stimulation much when standing, but if they sit or lay down, the stimulation was strong. Patient said they felt stimulation the most during exercise, like doing yoga or stretching. Patient said that when they sit, the stimulation could get very painful, so patient was not sure how they were going to sit on an international flight for that long. Patient stated that they were currently standing, so did not feel much stimulation during the call. It was suggested patient to decrease stimulation while sitting and to discuss concerns with health care provider (hcp). Patient also mentioned that they went through museum security once without turning off their implant and they felt something happen with their implant. Guidelines while walking through security were reviewed. Patient said they had met with hcp once who told them to try different programs every month and patient noted that they had been on current program for a while. Patient mentioned that they gave the device a few months and initially it worked pretty well, but now they were having a lot of frequency and was still on oxybutynin. No further patient complications were reported as a result of this event.